Manufacturer narrative:
Post-op x-rays were reviewed. It was confirmed from provided pictures that the cable was broken. Implant was not returned, so specifications can not be verified. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications. Unable to determine the cause of the event.

Event description:
It was reported that the pt underwent a spinal procedure using the cable at c5 and c6. It was found that the cable broke approx one week post op. The revision surgery was performed two weeks post op to replace the cable.